Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving morphine via an implantable pump. It was reported on (B)(6) 2021 examination during the patient's refill revealed the pump was upright so the patient was asked to wear a belt to stand normally. It was noted it was becoming difficult to refill the pump and caused pain so it was decided to reposition the pump for the refill there had to be two to refill/do it. The pump in upright position was shown to the surgeon. On (B)(6) 2021 it was determined there was enough waiting and they decided to reposition the pump. The pump was repositioned on (B)(6) 2022. After the reposition, they felt better and the refills were more easier. The outcome of the event resolved without sequelae on (B)(6) 2022. The device diagnosis was pump migration and the clinical diagnosis was pain on the pump site. Medications included morphine and novalgine. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B2 update: hospitalization was previously indicated regarding outcomes attributed to the event; however, hospitalization is no longer applicable regarding additional information received. H6 update: the previously applied annex imf code f08 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was previously reported t hat the patient had required in-patient or prolonged hospitalization; however, this is no longer applicable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. The patient had required in- patient or prolonged hospitalization.